Manufacturer narrative:
Additional information received; it was reported the outcome has been updated to not recovered/resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath (sensh1828w) was used as a conduit during the implant procedure of the transcatheter bioprosthetic aortic valve. The sentrant sheath was used at the beginning of the tavi procedure during the vascular access phase and remained in place during device delivery. It was noted that the patient's iliac arteries were calcified. It was reported that during procedure, prior to the delivery catheter system (dcs) insertion, shockwave of the left femoralis-iliac was required for allow for dcs advancement. Following the shockwave treatment, the dcs was inserted and the transcatheter valve was implanted via the left femoral access site. The smallest measured diameter on the left side was 5.5 mm. Control angiography was performed revealing a dissection the iliac artery and aorta descending to the artery renalis. There was good flow and the radiology consultation noted treatment was not required. One day later, the patient hospitalization was prolonged due to longer bed rest than usual. Left hip pain developed following lying on the procedure table for a ¿long¿ period of time. Pain medications were administered. CT imaging conducted 2 days following the index procedure, revealed a dissection flap of the left iliac communis and left femoralis communis. Filling of vessels was confirmed the dissection of the left iliac resolved with sequelae 2 days following occurrence. The physician indicated the dissection probably occurred during the intravascular lithotripsy (ivl) shockwave, percutaneous transluminal angioplasty (pta), and sheath advancement into the calcified iliac artery. The site assessed the dissection as having a causal relationship to the procedure and possibly related to the dcs. The left hip pain was reported as possibly related to the procedure and resolved approximately 35 days after the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.